Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Chloe dumot, andrei brinzeu, julien berthiller, marc sindou (2016). Trigeminal neuralgia due to venous neurovascular conflicts: outcome after microvascular decompression in a series of 55 consecutive patients. Acta neurochirurgica, 159:237¿249. Doi 10.1007/s00701-016-2994-y. Device not returned.

Event description:
It was reported in an article "dumot 2017_trigeminal neuralgia due to venous neurovascular conflicts outcome after microvascular decompression in a series of 55 consecutive patients" that post microvascular decompression surgical procedure, the subject developed a nerve damage. The current status of the patient is not provided.